Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 5/9/2022, it was reported by a sales representative via email that an ar-3638h knotless hip fibertak suture broke while passing and tensioning. Surgeon opened a second knotless hip fibertak and the same thing happened. Finally, case was completed using a third knotless hip fibertak from a different lot number. This was discovered during a hip labral repair procedure on (B)(6) 2022. No further issues has been reported.